Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint and revealed the battery was depleted. Based on all available evidence, the investigation determined that the reported complaint was due to battery depletion during storage. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was displayed a battery inoperable error message. There was no harm or serious injury reported as a result of the event.

Event description:
It was reported to resmed that an astral device was displayed a battery inoperable error message. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery will be replaced to address the issue. The device will be serviced and fully tested before it is returned to the customer. Resmed reference #: pr 3117150